Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged filter migration, filter limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter migrated to heart, detached and the struts retrained in body. The device was removed partially. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Bard recovery filter was deployed via femoral route for a patient with unspecified medical condition. Approximately twelve years of post deployment, a computed tomography was performed, demonstrating two of the inferior vena cava filter legs appeared truncated and linear foreign bodies noted within the posterior aspect of the left atrium, into the left of midline, and in the region of coronary sinus may represent migrated, fractured inferior vena cava filter retention struts. Bilateral lower lobe atelectasis or infiltration, greater on the left. There was also a tiny left pleural effusion. Two radiopague linear densities in mediastinum and right atrial area could represent fractured short legs of the inferior vena cava filter. Around eight days later, one arm had been retrieved from the coronary vein from the patent foramen ovale during an open-heart surgery. Around fourteen days later, a vena cavogram was first performed, demonstrating that the inferior vena cava was patent and there was no evidence for any thrombus within the filter. On the same date, inferior vena cava filter removal was planned. Through the right internal jugular vein, a long surgical forceps was inserted and used to grab the filter tip to secure and an introducer sheath was advanced over the filter. The filter then was successfully withdrawn via sheath. The filter was incompletely recovered, with three missing fractured arms left in the patient. A cavagram was then performed demonstrating patent inferior vena cava and no evidence for complication. A cone-beam computed tomography was performed to locate the other two missing arms and confirmed one arm in the left inferior pulmonary vein. Decision was made to finish the procedure. The patient tolerated the procedure well and no significant complications occurred. Recovery filter with 6 intact legs and 3 arms were successfully recovered. The last fragmented arm was not found. Therefore, the investigation is confirmed for filter migration, filter limb detachment and retrieval difficulties.per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter limb detachment and filter migration. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that the filter migrated to heart, detached and the struts retained in body. The device was removed partially. The current status of the patient is unknown.